Manufacturer narrative:
This event occurred in (B)(6). (B)(6).

Event description:
A nurse questioned results for an unknown number of patients tested for troponin t quantitative on an h232 instrument. The nurse thought the results were not realistic since "so many" patients have results between 50-100 ng/l. The customer did not provide any comparison values. No adverse event occurred. The h232 instrument serial number was (B)(4). Neither the h232 instrument nor a similar device is sold in the united states. The customer returned their h232 instrument with serial number (B)(4). Retention samples of the same lot that customer used were tested on the customer's meter and an h232 instrument used at the investigation site. The results of all measurements fulfill requirements.